Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was experiencing ineffective therapy since the lead moved far to the left (confirmed on x ray). As a result, surgical intervention was undertaken on (B)(6) 2017 wherein the lead was repositioned to the midline and therapy was restored effectively and the issue was resolved.